Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the patient arrived with a leaking pump. They noticed it around 10 am and the bag had fluid in it. It was dry but the white residue was present on the pump and bag. They think that the leaking occurred somewhere between 9pm - 10am and they believe it was from the cassette tubing to tubing set connector. Spiros were added on the device between the port and the administration or extension set. No patient harm or no patient injury was reported. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated tubing and cassette complaints documented on (B)(6).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.